Event description:
Specs state 36" min and 48" max height. Crutches supplied by company only go to 42" which is too short. Anyone between 5'2" or 5'3" and 5'6" cannot use these crutches. The crutches are pre-assembled, then varnished making it harder to re-assemble them. They tend to splinter or crack when the handgrip is lowered to the third or fourth position. The corners of the extensions are very sharp and irritate or scrape pt's hands when using the crutches.